Event description:
It was reported that there were dropped beats during left ventricular capture management on the implantable cardioverter defibrillator (ICD). The patient experienced arrythmia after the dropped beat. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).